Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Analysis of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent fusion surgery where posterior fixation was implanted. The pt was experiencing many problems including infection at the incision area after surgery. Two and a half years post-op, the two rods were removed and reportedly found to be rusted.